Event description:
The customer stated her latest blood glucose reading was not stored in the memory of the contour. No adverse event alleged. Customer refused to return the meter. A new meter was sent to her.